Event description:
It was reported that patient had their scs lead explanted and replaced on (B)(6) 2022 to get better coverage due to scar tissue at the site.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.